Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear of the device. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the battery handpiece device and lid device handpiece would not operate while in use together. It was reported that when other power module devices's were inserted into the handpiece, the device still would not operate. During an in-house engineering evaluation, it was observed that the battery handpiece device. Would not run, the triggers were sticking and the device failed a leakage test. It was not reported if there was any patient involvement. It was reported that there were no delays in a surgical procedure and a backup device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.